Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0x200x150 sterling¿ balloon catheter was advanced to dilate the lesion. However, during procedure, it was noted that the balloon was punctured. The procedure was completed with a different device. No patient complications were reported.